Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right sided zipper pull of ventricular assist device (vad) shoulder bag came off of the zipper track. The bag was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4): failure analysis of the returned shoulder pack revealed that the unit failed visual inspection. It was observed the black polyester zipper tape was damaged and the zipper was detached from the track. One (1) shoulder pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the unit in relation to the reported event. Failure analysis of the returned shoulder pack revealed a damaged zipper, detached from the zipper track. As a result, the reported event was confirmed. The most likely root cause of the damaged zipper can be attributed to wear and/or to handling of the pack. If information is provided in the future, a supplemental report will be issued.